Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ impella cp with smartassist for use during cardiogenic shock section: troubleshooting the purge system. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support, the pump failed to restart following being cross clamped and may have possibly been clamped over the motor housing or outlet cage. The pump was restarted later but was replaced due to possible damage. There was no reported patient harm.

Manufacturer narrative:
The investigation of temporary pump stop has been completed. The impella device was not returned for evaluation. Temporary pump stop: data log review shows the pump going into surgical mode (p-0) and then when it was attempted to restart the pump, there was a motor current spike and "impella stopped - motor current high" alarm. The pump failed to restart this time. They attempted to start again 8 minutes later and the pump successfully restarted. No product was returned. The root cause of the temporary pump stop was most likely use-related as clinical details state that the pump failed to restart following being cross clamped at the motor housing/outlet cage. Saturated flow: the failure mode saturated flow was added since data log review revealed saturated flow after the pump was successfully restarted. There are no clinical details describing events after pump was restarted or regarding the saturated flow. Data logs show that after the pump was successfully restarted after being cross-clamped, the pump was running at p-1 for about 3 more hours with saturated flows at ~2.0 l/min. These high flows continued until the end of the data logs. There were no motor current spikes seen that indicated biomaterial ingestion. The root cause of the saturated flow was not determined since product was not returned and insufficient clinical details were provided.